Event description:
It was reported on (B)(6) 2012 that the patient underwent a full revision on (B)(6) 2012 for an unknown reason. Additional information was then received indicating that the replacement was for high impedance. It was indicated that during surgery, a break was not identified. Additionally, no breaks were observed in the pre-op x-ray. Per the nurse, the surgeon was not aware of any event that may have attributed to the high impedance. The x-rays have not been sent to the manufacturer for review and pre-op diagnostics were not available from the surgeon. The explanted lead and generator were returned for analysis on (B)(4) 2012; however, the analysis is not yet complete.

Event description:
Additional information was received indicating that the high impedance was first observed in (B)(6) 2012. There was no noted trauma or manipulation and it was noted that there was no breakage in the leads in (B)(6). The patient's settings and the diagnostic results were provided from the patient's appointment in (B)(6) when the high impedance was observed. It was also indicated that x-rays were taken, however attempts to obtain the x-rays for review have been unsuccessful to date. Analysis on the generator was completed and approved on (B)(6) 2012. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was also performed on the returned lead. The lead assembly was returned in three portions. A portion of the outer silicone tubing and the white (+) and green (-) electrodes were not returned; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned lead, multiple breaks were identified. Scanning electron microscopy, performed on the first break, identified the area as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. During the visual analysis of the returned 65 mm portion the end of quadfilar coil 1 appeared to be broken. Scanning electron microscopy, performed on the second break, identified the area as being mechanically damaged and pitted which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings and cut ends found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. No other obvious anomalies were noted. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the high impedance. Note that since a portion of the outer silicone tubing and the white (+) and green (-) electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
A review of programming history indicated that the high impedance was first observed on (B)(6) 2012. Additionally the generator output current and magnet mode current were set to 0.0ma on (B)(6) 2012.